Manufacturer narrative:
Clarification d.6a (implant date): partial date of implant was provided as 20 years ago. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation¿. This record is for the right side. Device remains implanted.